Event description:
It was reported the leads had high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: c3tr01 implantable pulse generator (ipg), implanted: (B)(6) 2011; 4965 implantable pacing lead, implanted: (B)(6) 2007; 4965-25 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).